Manufacturer narrative:
H6. Investigation results-there is no specific exactech device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2016 and then approximately 7 years, 5 months, later on (B)(6) 2023 had a surgical revision. It is stated that over time, the right knee started to ¿give way¿ sporadically and eventually began to swell. The patient had a cortisone injection and a procedure to drain the fluid, this didn't work. The surgeon was concerned that there might not be enough bone density for him to do another knee replacement and fix it which may require bone grafts. If this fails, the patient was told that he many need an amputation. The patient has experienced nightmares and panic attacks about the surgery particularly given the possibility of amputation has been raised. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer.h6. There is not enough information to know the medical device problem code.there was no device information provided.these devices are used for treatment not diagnosis.pending investigation.